Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display has gradually dimmed over the last 6 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verifying screen with the appropriate audio and vibration alerts. Unrelated to the dim display issue, the ¿down¿ button responded intermittently requiring increasingly harder presses to elicit a respond while the remaining keypad buttons responded properly. No damage to the keypad cover was observed. Removal of the keypad cover found contamination under all the button contacts. In addition, a crack was found in the battery compartment with no evidence of moisture contamination within the battery compartment.